Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The pulse generator was received in backup vvi mode with product code intact. With a new battery, normal function ensued. The implant duration was s 4.26 years, which did not exceed 75 percent of the device's 5.7 year projected longevity. No representative field settings were received.